Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the multiple intermittent altitude alarms occurred. There was no impact to the customer's blood glucose level. Ultimately, the customer clears the alarm and is able to resume insulin delivery successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.